Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead became dislodged. The dislodgement was confirmed via x-ray imaging. On (B)(6) 2020, the lead was successfully repositioned. The patient's condition was stable.